Manufacturer narrative:
Findings: pump received with missing retainer, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. (B)(4).

Event description:
The customer reported via phone call that the customer had low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.